Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check patient line alarm during therapy on the homechoice machine(hc). The home patient(hp) stated he disconnects during therapy and doesn't press stop. The technical service representative (tsr) explained to the home patient(hp) how to disconnect. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for use error "failed to follow therapy steps" was confirmed; however, the assignable cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Was updated with the correct evaluation code of 67, because the cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.